Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of an interbody fusion device on (B)(6) 2024. During the surgical procedure, the distal tip of a bone fill tube bent when filling the implant and could not be easily removed from the inserter. Upon forceful removal, the inserter assembly withdrew from the access tube shearing off the bent distal tip of the bone fill tube and unintentionally releasing the mesh implant. A separate incision and surgical approach were necessary to remove the sheared tip and replace the partially filled implant.